Manufacturer narrative:
The device was returned to smiths medical. Unable to duplicate the primary audible alarm bgnd during occlusion test. Unable to determine the intermittent of the error - interconnect bcb will be replaced this time due to the speaker was replaced back in (B)(6) 2022 and did not fix the problem. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that a primary audible alarm occurred. No patient injury was reported.

Manufacturer narrative:
Other text: additional information: a review of the event history log identified primary audible alarm background (bgnd) test. A corrective and preventative action has been opened to address the reported issue. Replaced interconnect printed circuit board (pcb) and performed preventative maintenance and all functional testing. B3, b5, h6 correction: no causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: h10.

Event description:
Additional information received the event did not occur during patient use.